Manufacturer narrative:
The service rep checked system 24v interlock circuit and found intermittently during boot up. The system was loosening 24v at tp2 on relay pcb. This was being caused by a faulty connection at the fuse holder for 24v on tb1. The rep adjusted the tension on fuse holder. He was able to rebott the system numerous times with no further errors.

Event description:
The customer reported the system was being booted for a joint injection case later that day. The system would not boot and the pt was called to reschedule. No pt was harmed due to this occurrence. Also, the system intermittently displays flipper stuck, interlocks broken, and the batteries were disconnected during boot up.